Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right atrial lead was found with reproducible lead noise. The noise was being oversensed and causing inappropriate automatic mode switch. No changes were made. The patient was asymptomatic and will be monitored.